Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the monopolar curved scissors tip cover accessory slipped off the patient during surgery despite correct fitting. There was no report of patient harm, adverse outcome or injury. On 09-may-2022, intuitive surgical, inc. (Is) contacted the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument and the mcs tip cover accessory were inspected prior to use and no damage or anything unusual was identified. The event date was (B)(6) 2022. The mcs tip cover accessory fell inside the patient during the procedure and was removed during the same procedure. The mcs tip cover accessory was grasped by the surgeon and removed via the existing port with a microfrance. The mcs tip cover accessory fell inside the patient at the instrument removal step. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The assistant did not notice that there was any difficulty in removing the instrument and mcs tip cover accessory. It is unknown whether the mcs instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the tip cover accessory, mcs instrument, or cannula after the event occurred. The mcs instrument and tip cover accessory were in use for most of the surgery (approximately 3 hours). After the mcs instrument was removed and the mcs tip cover accessory fell off, the mcs instrument was no longer needed. The surgical procedure was a prostatectomy and the following instruments were used: mcs instrument with mcs tip cover accessory, maryland bipolar forceps instrument, prograsp forceps instrument and two needle holder instruments. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible on the mcs instrument after the mcs tip cover accessory was installed; the mcs tip cover accessory was not installed beyond the orange surface. The reporter confirmed that the installation tool was used and electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover accessory installation. The mcs instrument is available for return to is for evaluation. After the removal of the mcs instrument, they were no longer needed and therefore no longer used. After the mcs tip cover accessory fell off, the instrument was no longer needed. The mcs instrument was no longer inserted and the insulation was not used again. It took the surgeon approximately 2-3 minutes to retrieve the mcs tip cover accessory; the removal went without any problems. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Information for the mcs tip cover accessory does not get captured in the logs, so no log reviews were available. No image or video for the event was available for review. This complaint is being reported based on the following conclusion: it was alleged that the tip cover accessory fell inside the patient during a da vinci assisted procedure. The tip cover accessory was retrieved during the same procedure with no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) tip cover accessory associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the reported complaint. Failure analysis cannot verify the external event. The mcs tip cover accessory was installed on an in-house instrument then placed on an in-house system. The mcs tip cover accessory did not fall off. Failure analysis found no damage to the mcs tip cover accessory. The tip cover will be transferred to engineering for further investigation.